Manufacturer narrative:
B5: additional information was received clarifying that the second replacement pump, 3rd total pump from the reported event, with serial number (B)(6), was intermittently alarming 'upstream occlusion' and then would resolve on its own. It was verified over the phone that the spike was fully inserted, the tubing was not kinked or twisted, or being bent when put in the pouch, and cassette was locked in place. Per reporter, the cassette was not removed to assess for air bubbles. Reporter stated the device was tapped to disperse air, but the alarm intermittently sounded 3 times and then went back to running. It was suggested it may be a defect in the cassette/tubing since the same issue was occurring with multiple pumps.

Event description:
It was reported that the pump was intermittently alarming upstream occlusion. Reporter verified the spike was fully inserted, the tubing was not kinked or twisted, or being bent when put in the pouch, and cassette was locked in place so they could not remove to assess for air bubbles. Reporter stated they tried tapping the bottom of the device to disperse air, but the alarm intermittently sounded 3 times and then it went back to running. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.